Manufacturer narrative:
(B)(6). (B)(4). The event is currently under investigation. (B)(4).

Event description:
Abdullah, aljasser , et al: international journal of pediatric otorhinolaryngology "device failure in sialoendoscopy: intraoperative practical decision-making*" 90 (2016) 193e195. The above referenced journal article alleged that a (B)(6) year old male patient experienced right side neck swelling in the submandibular region for more than two years. The swelling was intermittent, occurring at least two times a month and precipitated by eating. It resolved typically in less than an hour. There was no fever or skin change. He had no history of previous surgeries. Physical examination did not reveal any palpable masses in the neck or stones in the floor of mouth. A computed tomography scan showed a 4.6 mm radio-opaque stone in the deep right submandibular gland duct with mild intra-glandular ductal dilation proximal to the stone. The patient was then taken to the operating room for right submandibular sialo-endoscopy and retrieval of the sialolith under general anesthesia. A size 1.3mm sialo-endoscope was used. The stone was identified at the first hilum. It was adherent to the duct wall but was easily mobilized with irrigation and the use of a guide-wire. The wire basket (ngage salivary stone extractor) was introduced through the working channel of the endoscope and the stone was grasped without difficulty. The stone was then retracted distally toward the papilla until the surgeon encountered a narrowing deep in the duct that prevented pulling more distally. In the process, the wire basket kinked within the sialendoscope's working channel and they were unable to release the stone from the basket nor remove the scope from the duct. After several minutes of attempts at removal, it was clear there had been catastrophic device failure since the basket would not open, therefore, neither the scope nor wire basket could be removed. The patient had previously been consented for possible gland removal, so at this point; the surgeons reportedly felt the only option was brute force to remove the hardware. Significant pressure was applied to remove the scope/wire/stone complex, which was successful. In the process, the submandibular duct was avulsed. The surgeons were unable to recannulate the proximal end of the submandibular duct to attempt a sialodochoplasty, so the gland was excised transcervically. This was done without complication and the patient recovered uneventfully without sequelae.

Manufacturer narrative:
(B)(4). Investigation: a review of the specifications and trends was conducted during the investigation. Product was not returned for evaluation. Root cause could not be determined. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Review of non-conformances that may have contributed to this incident could not be performed as lot number was not provided. We will continue to monitor for similar complaints.